Event description:
The customer initially reported that during a procedure, the handpiece repeatedly failed to complete seal cycles. The regrasp alarm would sound before seals could complete. A second instrument was used to complete the procedure without incident. There was no pt injury. The incident device was returned and a visual inspection revealed that the knife was protruding from the jaws of the device.

Manufacturer narrative:
(B)(4). A visual inspection of the incident sample showed tissue in-between the jaws. The knife was protruding from the jaws and the jaws had to be pried open. The knife was inspected and revealed the webbing was bent. The jaw gap was within the allowed range. Additional functional testing was done by performing multiple seals of various sizes on porcine tissue and all seal cycles were completed satisfactorily. A regrasp alarm indicates that the seal cycle was not complete. There are many factors unrelated to a product defect that can result in a regrasp alarm. The IFU addresses possible regrasp situations. Engineering evaluations have been able to duplicate the protruding blade by clamping on large, rigid tissue. The IFU for this device warns against overfilling the jaws of the instrument so as not to compromise the cutting function. It states to confirm the jaws have reached the closed position before activating the cutter or the cutter may not securely stay within the guiding track of the jaws. Covidien lp has recently implemented a new jaw/blade assembly design to increase the blade retention within the jaws of the hand piece. This makes the design more robust to variations in user technique. These corrective actions have significantly reduced reports of this nature.